Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving morphine (unknown dose and concentration) via an implantable pump for failed back surgery syndrome. The patient stated that last month ((B)(6) 2020), they forgot to order medicine so the patient two weeks without anything, but did not go through withdrawals. The patient was filled (B)(6) 2020 and has a fill tomorrow ((B)(6) 2020). The patient stated that healthcare professional (hcp) said the pump would have to be replaced because it would not work if the patient did not have refills. The patient stated she has not had problems with not having medicine in the pump. The patient stated she did take morphine by mouth so she "never had issues". The patient then stated that there was always half left of medication still in the pump. The patient stated they go every month and used to go every 3 months.